Event description:
Customer called on (B)(6) 2011 reporting that the wash concentrate ii bottle from a unicel dxc 800 synchron system was foaming and leaking from the top. Customer was wearing personal protective equipment when she discovered the leak and said no one was exposed or injured. Customer stated that about 5 to 10 ml of the reagent had leaked. Service spoke with the customer over the phone and customer stated that after rebooting the instrument, problem has not returned.

Manufacturer narrative:
Evaluation - results: rebooting the instrument fixed the issue. Bec identifier for this report is (B)(4).